Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 1 month post implant of this 25mm aortic bioprosthetic valve, it was replaced with a 26mm transcatheter aortic valve due to moderate aortic stenosis and moderate to severe aortic insufficiency. No additional adverse patient effects were reported.